Event description:
Material no: unknown. Batch no: unknown. It was reported that patient complained of acute phallic (clitoral) swelling and pain. Verbatim: ip chloraprep (B)(4). Clitoral priapism in a transgender male (B)(4). Per pdf attached: a (B)(6) year-old caucasian female-to-male transgender person presented to the university transgender clinic with the complaint of acute phallic (clitoral) swelling and pain for 2 days that began rather suddenly. Oral prednisolone was prescribed with a presumed diagnosis of cutaneous sensitivity to topical povidone iodine prep administered at surgery.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).